Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the inflation issue was able to be confirmed. A query of the complaint-handling database indicated that there have been no similar complaints from this lot. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmrs) or exceptions, indicating all lot release testing met specification. After additional investigation and chemical analysis, it was determined that the difficulty with inflation issue was attributed to a blockage caused by a polycarbonate substance in the proximal end of the hypotube. This type of polycarbonate substance could potentially have come from the manufacturing process but equally could have been introduced during the use of the device, in particular, the connection with an inflation device. The root cause as to how and when the blockage was introduced in the hypotube is unknown. A review of the data demonstrates that there was no evidence of a wider population of product being impacted and this appeared to be an isolated event. This type of reported complaint will continue to be monitored per local quality procedures.

Event description:
It was reported that a 2.5 x 18 mm xience prime was intended to be implanted in the mid left circumflex (lcx). After pre-dilation with a 2.0 x 15 mm non-abbott balloon, the xience prime stent was advanced to the lesion successfully. However, several attempts were made to inflate the stent delivery system (sds) balloon, but the sds balloon failed to inflate. The device was withdrawn and a 2.5 x 18 mm xience prime was implanted in the lesion. The final patient outcome was satisfactory. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.